Manufacturer narrative:
Event date: the event date was not provided, the first date of the month of the aware date was applied. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a renegade stc-18 micro-catheter in the original packaging and in the unopened sterile pouch. Examination of the packaging showed no damage. The devices pouch was removed from the cardboard box. The sterile pouch was examined for any damage. No damage was noticed on the pouch. It was noticed in the pouch a hair was present. The hair length was approximately 2.5cm long. Inspection of the remainder of the device, except for the foreign material observed revealed no other damage or irregularities.

Event description:
It was noted that the sterile packaging of the product was contaminated with hair. A 130/20 renegade stc 18 was selected for use for the procedure. Prior to the procedure, upon opening the sterile pack of the reported product, a hair was found inside the package.

Manufacturer narrative:
Event date: the event date was not provided, the first date of the month of the aware date was applied.

Event description:
It was noted that the sterile packaging of the product was contaminated with hair. A 130/20 renegade stc 18 was selected for use for the procedure. Prior to the procedure, upon opening the sterile pack of the reported product, a hair was found inside the package.